Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 5124024; model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5156896; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg incision site. Symptoms of erythema and milky yellow drainage were noted. It was also mentioned that the patient was feeling unwell, had decreased in energy, and feverish. The physician believed that the infection was not procedure related, but the cause was unknown. The patient was placed on antibiotics and was explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an infection at the ipg incision site. Symptoms of erythema and milky yellow drainage were noted. It was also mentioned that the patient was feeling unwell, had decreased in energy, and feverish. The physician believed that the infection was not procedure related, but the cause was unknown. The patient was placed on antibiotics and was explanted. The patient was doing well postoperatively.